Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a white display. A white display is indicative of a device lock-up condition that could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the white display upon boot-up; however, there was no evidence of a device lock-up condition.  Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported white display was a thermally sensitive integrated circuit (ic) chip, designator u8.  Physio confirmed that defibrillation therapy could be delivered during testing. The removed sc pcb assembly was an ancillary part and there was no failure.